Manufacturer narrative:
510k: this report is for an unk - screws tfna /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative photo investigation the device was not returned. A photo-investigation was performed based on the images provided. The images depicted an unknown broken fenestrated screw head element; the fracture occurred at the proximal holes. No device identifiers were visible. No other issues were noted. As the device was not returned, as-received condition of the device could not be assessed. Dimensional inspection and document/specification review could not be completed. Conclusion: the complaint was confirmed. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a post on twitter regarding a proximal femoral nailing system (tfna) fenestrated screw head element breakage. No further information provided. This report is for one (1) unk - nail head elements: tfna screw perforated. This is report 1 of 1 for (B)(4).